Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen dull and unreadable. Reportedly, the customer exposed the pump to heat and steam. Customer¿s blood glucose level was 90 mg/dl. The issues resolved on its own and customer continued using the pump for insulin therapy.